Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 4 pns leads (off-label use) from the same lot number. It was reported the patient is without stimulation at the left back-side of the head. Reportedly, undesired stimulation can be felt between the shoulder blades. X- rays were taken as the next course of action.